Event description:
Per primary nurse, IV extension female adapter slipped off extension tubing during MRI. As a consequence patient was not receiving fentanyl IV. Patient became restless during MRI and test had to be stopped. MRI tech indicated that the tubing malfunction looked like defective tubing and no transport or placement error were involved in this event.